Event description:
It was recognised the breakage of the inlay locking screw. The gmk-hinge has been used as the first implant due to unstable knee. During the first surgery the 3 nm screwdriver was used to fix the inlay locking screw. For the moment the revision is not planned.

Event description:
It was recognised that there was a breakage of the inlay locking screw. The gmk hinge has been used as the first implant due to an unstable knee. During the first surgery the 3 nm screwdriver was used to fix the inlay locking screw. For the moment the revision is not planned. The patient was operated on (B)(6) 2011 putting a gmk revision that was substituted with gmk hinge on (B)(6) 2014 due to tibial loosening.

Manufacturer narrative:
On 06.june.2024 the sales representative reported as follows: the patient was operated on (B)(6) 2011 putting a gmk-revision that was substituted with gmk-hinge on (B)(6) 2014 due to tibial loosening. The gmk-revision complaint was not known and reported, no other details are evailable, this event cannot be managed. Clinical evaluation performed by medical affairs director: patient with a constrained knee prosthesis. Date of implantation not specified. At follow-up, the x-ray shows a broken inlay screw. The causes for the screw fracture are unknown. No other radiographs are available, so we cannot try to reconstruct the history of the event. Removal of the screw is highly recommended. It is in fact possible that the screw migrates and may damage other components, namely the femoral condyles. The fixation of the insert is significantly reduced by the absence of the screw: this insert is not clipped in place, only held against rotation by the shallow perimetral wall of the tray, but nothing stops it from lifting up during distraction of the joint. With the information at hand, the cause for fracture cannot be determined.

Manufacturer narrative:
Added the date when the system hinge was implanted (B)(6) 2014.